Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the power issue with the meter started at 2:30 am on (B)(6) 2015. It is not known how the patient manages her diabetes or what action she took in response to the alleged issue. She alleged, three hours after the alleged issue, she developed symptoms of ¿blurry vision, disorientation, dizzy, dry mouth, hunger, frequent urination.¿ she reported that she received treatment for her symptoms, but the nature of the treatment was not specified. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. The meter would not power on manually with a button press, or when a test strip was inserted. Based on the information provided, the batteries did not need to be replaced. The issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.